Event description:
Additional information was received from a healthcare professional (hcp) and a manufacturer representative (rep). It was reported that the rep met with the patient and was unable to connect the replacement recharger with the app. Troubleshooting included resetting the recharger, and then it connected to the app. However, the patient was still having the same issues with recharge coupling. The rep confirmed that the ins is tilted in the pocket. The hcp stated that they were 'scheduling for revision of [ins] pocket.'

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the have had such a hard time recharging their ins, their ins, it was repositioned. Pt said after implant things worked well for several months then 3 months before it was repositioned (on (B)(6)) they started having a very difficult time recharging their ins seeing: not found, not found. Pt said it had sunk or moved in the fatty tissue so the doctor did the surgical procedure to raise it more towards their waist. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the ended up getting the implant repositioned around (B)(6) 2021 and they hadn't had any issues since.

Manufacturer narrative:
Event date is approximate, the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient experienced discomfort while they were recharging. The following troubleshooting steps were performed; dismissed code, located the ins by looking for incision and/or palpating the ins, . Patient said they have been trying to charge the ins for and are having difficulty connecting to the ins. Patient said they have seen codes 1707 and 4100. Patient said they never turn the communicator on while charging the ins. During trouble shooting the patient mentioned getting a "tingling" or "sparks" periodically while charging. Patient said they did not have the recharger on the skin and said the sensation was not constant. Patient said the recharger connects to the ins for a moment then goes back to searching. Reviewed placing the recharger on all 4 sides of the ins. When placing the recharger to the left of the ins the patient was able to connect to the ins and stay connected but because of the patient's arthritis they were not able to hold the recharger in the position for an extended period of time. Patient got the belt and put the recharger is the same spot and was not able to connect to the ins. Patient tried repositioning multiple times. Patient said they haven't have any falls, trauma or change in weight. Patient said they had some difficulty the 1st time they charged but had no issue after that till ten days ago. The issue was not resolved through troubleshooting. An email was sent to the repair department for a replacement recharger. Additional information was received from a healthcare professional (hcp). The hcp reported that the patient was having issues getting coupling or recharging their ins. They attempted multiple positions prior to calling. The patient had been having issues for the past few weeks. The pocket was assessed and appeared only one side of the ins could be felt. They discussed best positions for recharging. The stimulator felt somewhat mobile. The caller was trying to find a good location and the ins was recharging directly over the skin. The patient sat down and was able to maintain coupling after several attempts. There were no hardware related issues and it appeared to be an ins pocket related recharging issue. The healthcare professional (hcp) reported the cause of the difficulty as unknown. The caller was going to reach out again if they had further issues.